Manufacturer narrative:
Additional information provided in h.6. And h.10 the customer called for servicing, when the company representative called back to schedule servicing, the customer declined servicing. The customer stated ¿the system is functioning as expected.¿ there was no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit shut down during the middle of surgery. Additional information has been requested.